Manufacturer narrative:
Implant regio 26 fractured. Construction was a implant retained dental bridge 23 - 26. Bone loss and implant instability caused by patient related periimplantitis is documented. Implant fracture was caused by mechanical overloading after 12 years in situ.

Event description:
Implant fracture of a dental implant that was phased out more than 5 years ago.